Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') and genital haemorrhage ('general abnormal bleeding') in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2005, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("anemia"), urinary tract disorder ("urinary problems"), the first episode of abdominal pain (",pelvic/abdominal pain") and the second episode of abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy (full)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, anaemia, urinary tract disorder and the last episode of abdominal pain outcome was unknown. The reporter considered anaemia, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, the first episode of abdominal pain and the second episode of abdominal pain to be related to essure (ess205). The reporter commented: date of insertion: (B)(6) 1972 (as per ppf discrepancy noted). Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: case became incident. Unspecified event "injury to herself" was updated to more specific events: "dysmenorrhea (cramping),pelvic/abdominal, menorrhagia (heavy menstrual bleeding), anemia, general abnormal bleeding, urinary problems". Reporter contact information was added. Patient's demographics were added, essure insertion date updated and removal date added. Product indication updated. No lot number was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic'), bladder perforation ('there was an injury to the bladder and perforation identified just between the bladder neck and the trigone with slight left laterality') and genital haemorrhage ('general abnormal bleeding') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, blood in urine, uterine fibroids, uterine bleeding, ectopic pregnancy and salpingo-oophorectomy unilateral. Type of test: - dye test result: other (please describe) unknown. In 2005, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("blood or heart disorder/condition type: anemia"), urinary tract disorder ("urinary problems"), abdominal pain (",pelvic/abdominal pain") and vaginal haemorrhage ("abnormal bleeding vaginal") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy -left and repair of bladder injury). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, bladder perforation, genital haemorrhage, dysmenorrhoea, menorrhagia, anaemia, urinary tract disorder, abdominal pain, vaginal haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, anaemia, bladder perforation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: date of insertion: (B)(6) 1972 (as per ppf discrepancy noted). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: type of test: - dye test result: other (please describe) unknown. Pathology test - on (B)(6) 2013: proliferative phase endometrium. Fallopian tube with essure device; no significant pathologic changes. Clinical history: abnormal bleeding. Uterine fibroids gross description: the specimen is received in formalin, labeled with the patient's name and uterus, cervix, left fallopian tube and essure device from left fallopian tube. Additionally, there is a separate portion of fallopian tube demonstrating a tan-pink serosa measuring 3.5 cm in length by 4 mm in diameter with one margin demonstrating a coiled metallic segment measuring 3.5 cm in length and the coiling measuring 0.5 mm in diameter. On section. The fallopian tube segment demonstrates approximately 1.0 cm of the coiled segment in the lumen (clinically essure device). Concerning the injuries reported in this case, the following ones were confirmed in patient medical records confirming: pelvic pain, bladder injury, abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Product indication female sterilization updated. Essure stop date updated. Other relevant history and lab data updated. Events: abnormal bleeding vaginal, uterine fibroid, bladder injury/ perforation, were newly added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic') and bladder perforation ('there was an injury to the bladder and perforation identified just between the bladder neck and the trigone with slight left laterality') in a 41-year-old female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included multigravida, blood in urine, uterine fibroids, uterine bleeding, ectopic pregnancy, salpingo-oophorectomy unilateral, abdominal pain, uterine bleeding, vaginal yeast infection and anogenital warts. Type of test: - dye test result: other (please describe) unknown. Previously administered products included for an unreported indication: yasmin from 2004 to 2005. In 2005, the patient had essure (ess205) inserted. On (B)(6) 2013, the patient experienced bladder perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage ("general abnormal bleeding"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), anaemia ("blood or heart disorder/condition type: anemia"), urinary tract disorder ("urinary problems"), abdominal pain (",pelvic/abdominal pain") and vaginal haemorrhage ("abnormal bleeding vaginal") and was found to have uterine leiomyoma ("uterine fibroid"). The patient was treated with surgery (hysterectomy with unilateral salpigectomy -left and repair of bladder injury). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the pelvic pain, bladder perforation, dysmenorrhoea, menorrhagia, anaemia, urinary tract disorder, abdominal pain, vaginal haemorrhage and uterine leiomyoma outcome was unknown and the genital haemorrhage was resolving. The reporter considered abdominal pain, anaemia, bladder perforation, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma and vaginal haemorrhage to be related to essure (ess205). The reporter commented: complication during removal surgery- repeat/ multiple surgeries. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on an unknown date: type of test: - dye test result: other (please describe) unknown. Pathology test - on (B)(6) 2013: proliferative phase endometrium. Fallopian tube with essure device; no significant pathologic changes. Clinical history: abnormal bleeding. Uterine fibroids gross description: the specimen is received in formalin, labeled with the patient's name and uterus, cervix, left fallopian tube and essure device from left fallopian tube. Additionally, there is a separate portion of fallopian tube demonstrating a tan-pink serosa measuring 3.5 cm in length by 4 mm in diameter with one margin demonstrating a coiled metallic segment measuring 3.5 cm in length and the coiling measuring 0.5 mm in diameter. On section. The fallopian tube segment demonstrates approximately 1.0 cm of the coiled segment in the lumen (clinically essure device). Concerning the injuries reported in this case, the following ones were confirmed in patient medical records confirming: pelvic pain, bladder injury, abnormal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-mar-2020: outcome of event genital bleeding (recovering/ resolving) updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.